Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery was reported. The motor stall was caused by the patient having an MRI. No further information was provided. Drugs delivered via the device were morphine and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731, sesrial #: (B)(4), implanted on: (B)(6) 2005, explanted on: unk.